Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, there was a pump failure. During the implant, the pump was inserted into the ventricle and was attached to the sewing ring. When the pump was started, the speed, power, and flows began to fluctuate between increasing and decreasing values. The pump was stopped and at least five more attempts to start the pump were performed with the same results. A new driveline extension cable was used but the pump was still unable to start. The pump was then connected to the back-up controller but continued to demonstrate unsuccessful start attempts. During the unsuccessful attempts, no alarms were indicated. The pump was exchanged and a new pump was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the p performance of the device in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Review of the log files revealed a vad stopped alarm was logged at 18:58:04, indicating a failure of the pump to restart after several attempts. Additionally, power consumption greater than 25 watts was logged at the time of the vad stopped alarm. Video evidence provided by the site confirmed the high power consumption and fluctuating flow and power parameters. The video revealed that the time displayed on the monitor was 18:55:39, indicating that the pump was in use at the time of the vad stopped alarm. As a result, the reported event was confirmed. An internal investigation investigated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted, the likely contributing causes for the reported event come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Product event summary: the ventricular assist device (B)(6) was returned for evaluation. The controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Further analysis revealed that the impeller could potentially contact the front housing at its outer shroud, which leads to increased starting friction at the housing to impeller interface. Internal pathological report revealed no evidence of thrombus within the device. Review of the log files associated with (B)(6) revealed that the pump ID was changed to (B)(6) on 04/may/2019 at 18:21:49; however, the pump ID was not changed on (B)(6). A controller power-up event was logged on (B)(6) at 18:54:16, without an associated motor start event, after which a vad disconnect alarm was logged at 18:54:25, indicating a physical disconnection of the driveline from the controller, likely during the reported exchange to the backup controller. A vad stopped alarm was logged on (B)(6) at 18:58:04, indicating a failure of the pump to restart after several attempts. Additionally, power consumption greater than 25 watts was logged at the time of the vad stopped alarm. Video evidence provided by the site confirmed the high power consumption and fluctuating flow and power parameters. The video revealed that the time displayed on the monitor was 18:55:39, indicating that (B)(6) was in use at the time of the vad stopped alarm, despite the fact that (B)(6) pump ID had not been updated. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to failure of the pump to restart after several attempts. CAPA (B)(4) is investigating pump failures to restart. (B)(6) is part of fca cvg-21-q3-21. CAPA (B)(4) investigated pump failures to restart. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was removed from use.

Manufacturer narrative:
A supplemental report is being submitted for additional information, investigation completion, and correction. Correction b5: event description was corrected to include a statement regarding the disposition of the the controller. Section h10 was corrected to include device and code information for the controller associated with the event. Additional information was received regarding the recall number. Product event summary: the pump was returned for evaluation. The controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Review of the log files associated with another controller revealed that the pump ID was changed to (B)(6) on (B)(6) 2019 at 18:21:49; however, the pump ID was not changed on (B)(6). A controller power-up event was logged on another controller at 18:54:16, without an associated motor start event, after which a vad disconnect alarm was logged at 18:54:25, indicating a physical disconnection of the driveline from the controller, likely during the reported exchange to the backup controller. A vad stopped alarm was logged on (B)(6) at 18:58:04, indicating a failure of the pump to restart after several attempts. Additionally, power consumption greater than 25 watts was logged at the time of the vad stopped alarm. Video evidence provided by the site confirmed the high power consumption and fluctuating flow and power parameters. The video revealed that the time displayed on the monitor was 18:55:39, indicating that (B)(6) was in use at the time of the vad stopped alarm, despite the fact that (B)(6) pump ID had not been updated. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Additional products: d1: heartware ventricular assist system ¿ controller 2.0. D4: model #: 1420. Catalog #: 1420. Expiration date: 31-aug-2019. Serial #: (B)(6). UDI #: (B)(4). D9: no. H3: yes. H4: mfg date: 29-aug-2018. H5: no. H6: patient ime code(s): e2403. H6: imf code(s): f26, f1905. H6: FDA device code(s): a141204. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d10. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.